Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci) the balloon of the cypher 2.5 x 28 mm ruptured and the pressure would not increase above eight (8) atm. The cypher stent delivery system (sds) balloon rupture was confirmed by contrast leakage noted during coronary angiography. The cypher sds was removed from the patient and the stent was post-dilated with a hiryu balloon catheter using the same inflation device. The procedure was completed successfully. There was no reported patient injury.

Manufacturer narrative:
The approach for the procedure was femoral. The target lesion was the proximal circumflex. The lesion was reported to be slightly calcified, moderately tortuous, and a 90% stenosis. The lesion was pre-dilated with a lacrosse balloon catheter. There was no problem or difficulty reported during advancement of the cypher sds. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) and no problems were noted. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.